Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Head trial¿s debris fell off. It was reported that during the tha surgery, noted that debris fell off occurred (as the photo shows). Continue to use the device to complete the operation. The debris has been removed and the patient is stable. There were no adverse consequences to the patient. The trail has been used for about half year. The hospital has used our products for about 10 years, sterilization methods also were not changed. No additional information could be provided.

Event description:
Additional information received indicated that the surgery time was not extended.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. One photograph was reviewed, and visual examination of the pictures attached cannot confirm the complaint. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.